Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that when the introducer was advanced to the mapping catheter tip, it became jammed at the kink location. The introducer needed to be pushed with more exertion than expected to advance.

Event description:
It was reported that during a cryo ablation procedure, the "coating part" of the ring shaped mapping catheter tip and the connection with the shaft were kinked. The kink could not be manually resolved. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 228389173 was returned and analyzed. Visual inspection of the loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. Visual inspection of the pebax segment area showed the pebax tubing at the shaft fitting joint was damaged/kinked. The outer diameter of pebax tubing/shaft joint was as expected. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issues or anomalies were identified. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer was intact with no apparent issues or damage. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues or damage. The functional test was performed using a multimeter and the mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable were normal. In conclusion, the reported issues of "shaft kink" and "tip/loop kink" were not confirmed during testing; however, the mapping catheter failed the returned product inspection due to bond damage observed at the shaft to the pebax tube fitting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.